Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a change cartridge error occurred with multiple cartridges during the load sequence. The customer's blood glucose (bg) level was 150 mg/dl. Reportedly, the customer reverted to an alternate insulin pump for insulin therapy.